Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infection at insertion site on (B)(6) 2024. The infection turned into methicillin-resistant staphylococcus aureus (mrsa) that patient had to go to urgent care. Health care professional provided medication for the infection. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.